Manufacturer narrative:
Per the clinic, it was reported that the patient had undergone surgery to excise skin tissue prior to explantation (date not reported). The patient was administered oral and IV antibiotics (date, type, and amounts not reported).this report is filed (B)(6), 2013. (B)(4): implanted device remains.

Event description:
Per the clinic, the device was explanted (date not reported) due to ongoing staph infection. Additional information has been requested but has not been made available as of the date of this report, (B)(6) 2013. It is unknown if there are plans to reimplant the patient with a new device as of the date of this report, (B)(4) 2013.

Manufacturer narrative:
(B)(4)